Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump failed on bypass and was successfully restarted. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review (B)(6) 2016: manufacturer clinical support (cs) spoke with the chief perfusionist (ccp) and he asked that I call him back about an hour later, as he was busy in a case. The ccp did not respond to any further diligence attempts. According to the details in the complaint record, this six inch roller pump, unknown position, stopped during cardiopulmonary bypass, but the user was able to successfully restart it. Since the pump was successfully restarted, it was not necessary to change out to a back-up. The case was completed successfully without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. Extensive evaluation and inspection were unable to reproduce the reported failure nor identify a cause. There was no indication or related physical anomalies found that would contribute or cause this failure. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.